Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported tip separation was confirmed. The reported difficulty to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott clinical specialist. The reviewer was unable to determine a conclusive cause for the reported tip separation. However, based on the reported information and returned analysis, the investigation determined the reported difficulty to advance/position and tip separation appear to be related to operational circumstances of the procedure. During advancement the guide wire encountered resistance with the calcified and occluded anatomy causing the difficulty to advance or position and likely causing the tip to kink ultimately resulting in the tip separation and noted stretched coils. The noted kinks and bends on the guide wire likely occurred during packing for return analysis. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received indicates that the tip remains in the patient's musculature without consequence and the patient can do normal activities. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the calcified and occluded anterior tibial artery. The command guide wire crossed the artery with resistance noted with the anatomy and the tip separated. The tip remains in the muscular tissue of the patient. Another guide wire was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.